Event description:
It was reported, that the coagulation unit gave an electric shock to the patient. The issue was found during the argon burn during colonoscopy procedure which was completed with the same device. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: h3, h4, h6, h11. The device was returned to olympus for inspection and the reported event was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.